Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported transducer (xdcr) fail during calibration. The customer reported no patient involvement or allegation of patient harm.

Manufacturer narrative:
Per results of investigation, the carefusion failure analysis (fa) lab received the vela suspect component and installed it on a known good unit. The unit was powered on in service mode and multiple "fail to calibrate" error messages were noted. A xdcr (transducer) calibration was performed, as described in the product service manual, and the calibration failed. The reported issue was duplicated and the cause was isolated to be a bad xdcr. This issue will be internally investigated.